Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had wind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the pump was not giving insulin. The customer stated that the pump was not working and was unable to rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions and to stay disconnected from the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms or delivery anomaly noted during testing. Unit functioning properly. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.